Event description:
The account alleged the scale and bed down features would not function. No injuries reported.

Manufacturer narrative:
The account found fluid ingress to the left head side rail. The account replaced the scale pod, caregiver membranes and side rail board to resolve the issue.